Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a rotator cuff repair procedure the ar-2324bcc, suture anchor biocomposite swivelock was implanted in standard fashion. Everything appeared fine as the surgeon was malleting the suture anchor in, but once the surgeon began to turn the swivelock the top half of the implant split and broke. Half of the broken swivelock was removed, and the other half remains implanted. The surgeon decided the remaining portion of the anchor had good enough hold of the bone to continue. The bone was prepped by using a silver punch down to the second laser line. Additional information has been requested. Additional information received on 3/29/2019: the rep confirmed an unplanned incision was not performed. The ar-2324bcc was implanted into the greater tuberosity (medial row) humerus. The rep described the bone quality as normal. The portion of the broken anchor that was retrieved from the patient was discarded by the facility, and will not be returning.